Event description:
The healthcare provider reported injecting a patient with evolysse smooth in and around the lips, perioral lines, and brows. Approximately one (1) week post injection, the patient experienced induration and swelling/inflammation at all injection sites. The hcp treated the induration with 30 units of hyaluronidase in areas of injection swelling/iriritation; however, the infammation/swelling persisted.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. [Eus-20250930-949][2] and 3354.